Event description:
Consumer called to inquire about product - daughter is calling on behalf of the customer. Customer has discontinued product - customer has true track meter and test strips. The test strips are expired - manufacturer's expiration date is 10/31/2017 and test strips are part of recall. Customer did not report a complaint associated with the products. The customer feels well and did not report any symptoms. No medical attention associated with the use of the products was reported. Customer has different brand meter and test strips she will be using.

Manufacturer narrative:
Internal report reference number: (B)(4). B1: product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r strip. Meter and test strips were returned, no investigation required: test strips are expired and no product complaint was alleged by the customer. Root cause: rc-074: manufacturing processing error. Note: manufacturer contacted customer in a follow-up call on 12-jun-2023 to ensure the initial concern has been resolved - able to establish contact with customer who stated they will be using a different brand meter and strips.